Manufacturer narrative:
Image review: the images capture the difficulties retracting the stent through the guide catheter . The images capture bunching of the proximal-to-mid stent wraps distal to the tip of the guide catheter. The stent is shown to be dislodged from the delivery system. Two balloons are inflated in an attempt to retract the dislodged stent. The final images capture the delivery and deployment of an unidentified stent at the lesion site.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a physician was attempting to use a resolute onyx rx drug eluting stent. No damage was noted to the device packaging or issues noted when removing the device from the hoop/tray. The device was inspected with no issues noted. The lesion was pre-dilated. The stent failed to expand as normal during inflation. The stent did not pass through a previously deployed stent. It was reported that the stent would not re-enter guide despite appearing to be coaxial. The physician removed the guide catheter to rra but stent would not enter the guide catheter of the 6fr sheath. The resolute onyx device was removed by introduction of second wire and balloon proximally, after dilating radial puncture site. A 7fr ebu3.5 catheter and two balloons were also used to remove the resolute onyx device from the patient. It was then re inserted and successfully deployed. Please note that this device resolute onyx is not marketed in the united states; however, it is similar to the united states marketed device resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.